Event description:
Legal counsel reported patient underwent left total hip arthroplasty and subsequent revision procedures. Patient medical records indicate that patient's initial left hip arthroplasty took place in 1992. Patient medical records further indicate that patient experienced recurrent dislocation resulting in multiple closed reduction procedures, with two partial revisions that occurred on unknown dates in the 1990's. Revision operative report from (B)(6) 2000 revealed that patient was experiencing pain, leg length discrepancy and superior migration of the hip. All components except the femoral stem were removed and an acetabular cup, polyethylene hi-wall acetabular liner and modular head were implanted. Revision operative report from (B)(6) 2002 indicated that the revision was due to chronic dislocation. Operative report further indicated that a complete synovectomy and resection of metal wear took place during the revision procedure. All components except the femoral stem were removed and replaced with competitor components. A review of invoice history could not confirm the procedures that took place in the 1990s; however, an invoice was located to confirm the revision procedure that occurred on (B)(6) 2000.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-00981 & 00982 & 00983).